Event description:
I am writing to urgently request your intervention in my health situation. Since 2022, I have been waiting for a complex spinal surgery in portugal, but the national health service is in collapse, resulting in the exclusion of citizens who require complex and urgent treatments like mine. I have already requested support from various entities in portugal, including the ministry of health, presidency of the republic, prime minister, assembly of the republic, medical association, health regulatory authority and the general inspectorate of health activities. My case has already been covered by all television channels, yet it remains unresolved: additionally, the recommended treatment involves the removal of a metal cervical medical device and I am dealing with a clinical case of alleged metal hypersensitivity. This raises serious concerns about the potential adverse effects of the device. I have contacted the center for devices and radiological health (cdrh) and the food and drug administration (FDA) in the united states about this issue. The recommended treatment involves the removal of a metal cervical medical device and I am dealing with a clinical case of alleged metal hypersensitivity.